Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter inside the fluid path of eight (8) homechoice automated pd sets with cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6, h10. H10: the actual device was not available; however, eight (8) photographs of samples were provided for evaluation. A visual inspection with naked eye was performed with visible black particulate matter. However, due to the nature of the provided photograph no further testing could be provided. Therefore, the cause of the condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.